Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 33 year-old female patient who had essure inserted. The patient had a medical history of overactive bladder, ovarian cyst, lower abdominal pain, low back pain, leukorrhea, acid reflux (oesophageal), abnormal uterine bleeding, menorrhagia, right lower quadrant pain, parity 3, multi gravida and vaginal itching. Concurrent conditions were listed as menstrual cramp, pelvic pain female and hematuria. Concomitant products included mirena (levonorgestrel) and spironolactone. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2294 days after essure insertion and 151 days after its most recent use, she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (robotic total laparoscopichysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: essure removal date discrepancy noted: (B)(6) 2019 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2019: final diagnosis: uterus, cervix, bilateral fallopian tubes, resection: weakly proliferative endometrium with focal decidual change consistent with progestin effect. No evidence of endometrial hyperplasia or neoplasm. Unremarkable myometrium, negative for adenomyosis or leiomyoma. Cervix: no significant pathologic abnormalities, transformation zone is present. Bilateral fallopian tubes: no significant pathologic abnormalities. Gross description: silver in color wire ensure are noted in both cornu extending into the fallopian tubes. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: medical record received. Lab data added. Including surgical pathology report. Medical history and concomitant drugs added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2132 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. On (B)(6)2019, 2132 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.